Event description:
A malfunction alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. The customer was instructed by cts to perform several steps, including disconnecting and reconnecting the tubing and delivering boluses to address the occlusion alarm. Ultimately, the customer was advised to replace supplies as necessary and resume insulin. Follow-up attempts to contact the customer have been unsuccessful.